Manufacturer narrative:
Insulin pump received with intermittent button response on (act and esc) button due to corroded keypad traces. Unable to verify unexpected restart alarm and perform displacement test, self test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. Due to intermittent button response. No frozen display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump experienced unexpected restart. The customer's blood glucose was 15.3 mmol/l at the time of incident. The customer stated that the esc button of the insulin pump was not responding. The device is not expected to be returned for analysis.